Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a blank display. During troubleshooting for blank display, the insulin pump alarmed a weak battery alarm. Customer's blood glucose was under 200 mg/dl. Customer was advised that the battery cap will be replaced. Customer reported she took off the insulin pump and had switched back to manual injections. Customer will not be returning the device for analysis.